Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of deployment suture break. Reported event of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ esophageal ng stent was to be used in the esophagus to treat a 9 cm stenosis during an oesophageal stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician then began deploying the ultraflex¿ esophageal ng stent but after it was opened to 30% of its total length, the deployment suture broke. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.